Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the lower jaw was completely broken off at the location of the jaw-to shaft pin, confirming this complaint. The jaw-to-shaft pin was broken. Additionally, the distal tab of the actuator was bent downwards. This type of jaw failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws, resulting in shearing of the pin and eventually causing the jaw break. Since this is a reusable device, this failure may have occurred after using it in this manner for many procedures. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed (B)(4) similar complaint for this lot of (B)(4) devices released to distribution in 2013. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone call that the customer's expressew iii without hook failed during a rotator cuff procedure due to the lower jaw bent while trying to suture then broke off as it was being removed from the patients shoulder. No debris or any part of the device fell into the patient. The case was completed using another like device. There was no adverse patient consequence or time delay. The device will be returned for evaluation.